Manufacturer narrative:
Correction: section a4, patient weight.

Event description:
It was reported that the patient pre-procedure exhibited chronic systolic heart failure. It was noted that noise consistent with a fracture was suspected on the right atrial (ra) and right ventricular (rv) leads. During a procedure to extract the leads, the helices could not be retracted. The ra and rv leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events were fracture, noise, and helix mechanism issue. As received, a complete lead was returned in two pieces. The reported events of noise and helix mechanism issue were confirmed. Visual examination noted an external insulation abrasion breaching the outer insulation and exposing the outer coil proximal to the suture tie impression. The cause of noise was due to the exposure of the outer coil in the abrasion region consistent with friction to device can. Visual and x-ray examinations noted the helix was stretched/ damaged consistent with procedural damage. The cause of helix mechanism issue was due to the stretched/ damaged helix consistent with procedural damage. The reported event of fracture was not confirmed. X-ray examination did not find any indication of conductor fractures.